Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt the ventricular pace. The caller had questions about the cause of that and other diagnostic functions that were answered by technical services. The device is still in use. No patient complications have been reported as a result of this event.